Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 02/15/2025, it was reported that the patient lost consciousness while at work. Her cgm reading was 258 mg/dl at this time, however, it was not reported what the patient¿s bg meter comparison value was. The patient¿s coworkers helped her in getting home where the patient treated herself with insulin (amount of insulin could not be recalled). The patient did not seek assistance from a higher level of care. The patient ¿was fine¿ after her insulin treatment took effect. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.